Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. The medical records provided were limited to the patient's implant op report and implant tracking log only. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2014 the patient was diagnosed with pelvic floor prolapse with genital and rectal prolapse and underwent a total pelvic mesh repair with implant of a bard/davol flat mesh. Per the operative report details, "a marlex mesh (polypropylene mesh) was cut into a boot shaped and the sole end of the mesh was secure to the prolene sutures previously placed in the rectovaginal plane. The sutures were tied down, and care was used to lay the mesh with the ankle of the boot shaped mesh to the l of the rectum. The other end of the mesh was then secured onto the sacral prolene sutures. The boot shaped mesh constituted the sacroperineal mesh and it was placed with minimal tension. The mesh was secure to the anterior and l lateral wall of the rectum with silk sutures. Two additional polypropylene mesh cut about 1 cm wide and 10 cm long was secured on to the sacroperineal mesh with silk sutures. These strips of mesh were placed at about the curvature of the sacroperineal mesh, and tunneled lateral to the vagina and ladder to the space of retzius, deep to the peritoneum, above the ureter to secure onto cooper's ligament, about 2 fingers breadth from the pubic symphysis." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.